Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced slurred speech, gait abnormalities, and ataxia. Neurology was consulted and ischemic stroke was suspected, however could not be confirmed. The patient was recommended for rehabilitation and anti-coagulants were resumed. The device is still in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.